Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device indicated that pt was in fibrillation (extreme tachycardia), when the pt had a normal rhythm. There was no negative pt impact.